Event description:
It was reported via repair work order that the headboard shell surface was damaged with exposing sharp edges and it was also reported that the lift sensor coil cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.